Event description:
As reported, approximately one months post op the initial left tsa, this 73 y/o male patient was revised due to infection. All devices were removed. Patient was last known to be in stable condition following the event. Device are not returning, disposed of by hospital.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): equinoxe reverse 42mm glenosphere - 320-01-42, 6917464, eq rev locking screw - 320-15-05, 7312234.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.